Event description:
Customer called to report that while troubleshooting the coulter lh750 hematology analyzer for 'laser offset too high' errors, customer found a leak of clear fluid on the counter next to the instrument. Customer was unable to locate the source of the leak. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the leak was coming from the disconnected tubing at the reticulocyte clearing pump. The fse reconnected the tubing to address the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The root cause of the leak was due to the disconnected tubing at the reticulocyte clearing pump.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).